Manufacturer narrative:
The investigation conducted by the field service engineer concluded that system error code 21008 was associated with the right master tool manipulator (mtmr). The master tool manipulator refers to the master controller which provides the means for the surgeon to control the instruments and endoscope inside the patient from the surgeon's side console. One mtm is assigned to the surgeon's left hand (mtml) and one to his right (mtmr). The system was repaired by replacing the affected mtmr. The system alarms (system generated fault code) functioned as designed and there was no injury to the patient. System error code 21008 appears when the da vinci safety system determines that the angular position of one or more robotic joints on the specified manipulator, as measured by that joint's primary control sensor (encoder) and the secondary sensor (potentiometer), were out of specified tolerance for agreement. Upon determining these conditions, the system records the fault and transitions to a safe state. The mtmr was returned for failure analysis investigation. Engineering was able to replicate the customer reported failure mode and determined that an axis potentiometer and motor/encoder had malfunctioned. As of may 12, 2011, there have been no reported recurrences of the issue at this hospital.

Event description:
It was reported that during a da vinci prostatectomy procedure, the surgical staff experienced system error code 21008. The system was restarted, however, the error code recurred. The surgeon made the decision to convert to traditional open surgical techniques to complete the planned procedure. No patient harm was reported.